Manufacturer narrative:
The complaint cannot be verified. No samples were returned for investigation; however, the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Device was not returned to manufacturer.

Event description:
Reporter stated the infusion sets have leaked insulin during use, and the patient has to change the infusion set every 1-2 days. The infusion sets were replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).